Event description:
It was reported that during a da vinci si sacrocolpopexy with hysterectomy procedure, the fenestrated bipolar forceps instrument collided with another instrument and shavings fell into the patient's abdomen. The fragments were retrieved and the surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
On august 8, 2013, intuitive surgical inc. (Isi) contacted the robotics coordinator at the site to obtained additional information regarding the reported event. The robotics coordinator indicated that the surgeon who performed the hysterectomy procedure normally uses the camera endoscopic camera manipulator arm (ecm) in addition to two instrument patient side manipulator (psm) arms. During this hysterectomy procedure, the fenestrated bipolar forceps instrument was installed on psm 2 and the prograsp forceps instrument was installed on psm 3. The robotics coordinator was not present at the start of the hysterectomy procedure; however, the robotics coordinator mentioned that when she came into the operating room (or), it was her opinion that psm 2 and psm 3 were too close. Towards the end of the hysterectomy procedure, the surgeon installed a mega suturecut needle driver instrument on psm 1 in order to close the patient's vaginal cuff. Since the surgeon knew that the next surgeon, who was going to perform the sacrocolpopexy, was going to need the prograsp forceps instrument installed on psm 3, she parked the prograsp up near the abdominal wall to be out of the way while she sutured. After closing the vaginal cuff, the second surgeon sat down at the surgeon side console (ssc) and the mega suturecut needle driver instrument installed on psm 1 was replaced with a monopolar curved scissors (mcs) instrument. When he turned the camera to find the prograsp forceps instrument on psm 3, he noticed that the instrument's shaft looked scratched and worn. At that point, the surgical staff removed the instruments and the surgeon utilized the camera to search the patient's abdominal cavity. The surgical staff observed little black fragments on top of the patient's bowel. A scrub technician was able to gently irrigate and suction the fragments using a laparoscopic assist port. No additional fragments were found upon further inspection of the patient's abdominal cavity. The mcs instrument, and a pk dissecting forceps instrument used by the initial surgeon, did not exhibit any damage. The fenestrated bipolar forceps instrument and the prograsp forceps instrument were replaced with a maryland bipolar forceps instrument and a new prograsp forceps instrument. The robotics coordinator indicated that the sacrocolpopexy procedure was completed as planned and the patient did not develop any intra-operative or pos t-operative complications. The fenestrated bipolar forceps instrument was returned to isi and evaluated. Engineering evaluation observed deep scratches/gouges on the instrument's main tube. The distal end of the instrument's main tube was found to have a 2 long section exhibiting light material removal and a rough surface finish. The worn area appeared to be parallel to the main tube's axis. There were also various scratch marks with material removal that were not axially aligned with the main tube. Engineering concluded that the deep scratches/gouges were likely mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Based on the information provided, this complaint is being reported due to the following conclusion: the initial reporter indicated that shavings from the fenestrated bipolar forceps instrument fell into the patient but were retrieved. However, there is no indication that the patient was harmed or injured because of the reported issue.